Event description:
Product analysis summary: the pulse generator met electrical test specifications. The pulse generator is operating within specification and no anomalies were noted.

Event description:
Due to no response from the treating physician, the cause of the reported migration cannot be determined.

Event description:
Vns pt was scheduled for revision surgery because "something is loose in there". Indicating possible device migration. It was reported that the pt's generator was either going to be further anchored or replaced, depending on what was discovered during the revision surgery.